Event description:
It was reported that pulse generator interrogation revealed vvi at 7.5 v at 0.6 ms, unipolar pacing. At the last follow-up in 2008, all parameters were normal with lower outputs and bipolar pacing. The patient had therapeutic radiation since then, ending in 2009. No device checks were done during the course of radiation. The pulse generator was programmed back to normal settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - company representative.